Event description:
FDA medwatch / FDA user facility report # (B)(4) reported that the critical care unit patient¿s nasogastric tube (ngt) was noted to have episodes of clogging, which was eventually flushed/cleared with soda. The patient reportedly vomited the tube out around day 4+; the patient¿s parents noted that the tip of the ngt seemed flayed at the end; the patient had a subsequent ngt placed. Approximately 12 days later, an x-ray was taken for placement of another ngt. The radiology report commented that there appeared to be a part of a tube that [may be] external to the patient. A follow up x-ray confirmed that the patient had a piece of the ngt in their small intestines. The patient had about 48 hours of straining and seeming discomfort with stooling. Approximately 3 days later the patient underwent a colonoscopy with the gastroenterologist, where providers were not able to retrieve the object form the patient's small intestine. The piece was extracted in the operating room (or) via laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).